Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. The patient condition is stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
The initial was originally submitted back in 2015. Follow-up to this initials were submitted in 2018 (2017865-2018-04594) again as initials instead of supplement report. We are re-submitting the initial reports submitted in 2018 as supplements under previously submitted initial MDR in 2015. Correction: manufacturer report 2938836-2015-04549; should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).